Event description:
It was reported that during a coronary drug eluting stenting procedure, balloon rupture occurred. The lesion being treated was located in the moderately tortuous left anterior descending (lad). The balloon did not inflate. Balloon inflation was performed several times in the lesion, removed outside the body. An unknown stent was implanted and the balloon was inserted to the lesion for post-stent. Inflation was attempted and it was found that the balloon did not inflate, balloon deflation was performed and inflation was attempted again, and the balloon did not inflate. Balloon rupture was suspected and the balloon was removed outside the body. It was found that the balloon slightly inflated, and physician attempted inflation and deflation outside the body, it was unable to do so. Procedure was completed with another device. No patient injuries or complications were reported. Patient condition listed as "good".

Manufacturer narrative:
.